Event description:
The ge oec 9900 fluoroscopy system displayed a communication failure error code. No further info was available. The system was used by the customer after the reported error code, with no add'l issues.

Manufacturer narrative:
A ge oec service representative investigated the issue and could not duplicate the malfunction. Additionally, the system was used after the error code was displayed. As a precaution to avoid potential future issues, the interconnect cable and hard drive were replaced. The system was tested, and operates as intended. The system was released to the customer for use. There was no reported injury or negative effect to any pt as a result of this malfunction. The facility was unable or would not provide any pt info with respect to this issue.